Manufacturer narrative:
Investigation inprogress. No samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer reported that the medication leaked from the inside of the syringe to the area behind the rubber stopper.

Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. No samples of impacted sol-care 3ml luer lock safety syringe w/exch needle 23g1'', ref tw100077imld, lot 04411012 was received from the customer for evaluation, but pictures confirmed the issue. However, all the retained samples tested were within product specification requirements. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges. If samples or any other useful information for investigation becomes available from the customer, the complaint will be re-analysed accordingly.